Event description:
It was reported that the clinician found transaction attempt with zeroed device serial number. This usually implied a power on reset of patient device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.